Event description:
The facility representative contacted baxter on 21 may 2010 to report the reservoir of one intermate lv 250 device ruptured during patient use. According to the customer, the reservoir ruptured near the end of infusion. The device was filled with 125 ml(mililiter) of gentamycin (abraxis manufacturer, 3.36 mg (miligram)/ml concentration, normal saline diluent). The customer stated a filter was not used during the filling of this device. The samples are not stored in the presence of sunlight or uv (ultraviolet) light. There was no adverse event, patient injury or medical intervention associated with this report. There is roughly 30 ml of solution left inside the housing. The customer does not know if the material is torn, if it formed in a footed shape or if the reservoir is detached from the post. No further information is available at this time.

Manufacturer narrative:
(B)(4).one used sample was received to baxter for evaluation. The reported condition was confirmed. The sample will be discarded since this is a single-use device.